Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The day before the event, around 3:00 or 4:00 pm, the patient experienced symptoms of vomiting continuously, diarrhea, was dehydrated, and felt weak. At this moment she thought that these symptoms were related to a virus, and not because of her blood sugar level, as also her husband and son had similar complaints. At 3:00 am on (B)(6) 2023, she called an ambulance, as she was still continuously vomiting, still had diarrhea, still felt weak and was dehydrated. At the time the patient called the ambulance, the cgm reading was 90 mg/dl. The paramedics did not provide any treatment and brought the patient to the hospital. When the patient arrived at the hospital a fingerstick was done, and the cgm was reading 90 mg/dl and the blood glucose reading was 400 mg/dl. The patient was admitted to the intensive care unit (ICU) because of diabetic ketoacidosis (dka). The patient was given intravenous treatment with insulin and saline for dehydration, and an unspecified medication for nausea. The patient was discharged 2 days after the event date. At the time of the report the patient was feeling normal but a little bit nauseous. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.